Event description:
It was reported that prior to using bd phoenix¿ ast broth, there is contamination of 2 boxes of tubes. No patient impact reported. The following information was provided by the initial reporter: "microparticles are evident within the ast broths. Two boxes that they have in stock are checked and all the tubes show microparticles. Lot: 2293263 with expiration date 2023 10-17. The two boxes with the same lot."

Manufacturer narrative:
H.6. Investigation summary: this complaint is confirmed. This complaint is for contamination of phoenix ast broth tubes (246003) batch number 2293263. The customer provided a photo of the affected tubes but did not return samples for the investigation. The photos show a ast broth tube with batch number present and broth within containing microparticles. Based off the photos, this complaint is confirmed. A review of quality notifications reviewed no quality notifications generated on the complaint batch. A review of complaints revealed no other complaints on batch 2293263. Complaint trending was performed and there are no trends associated with this defect. H3 other text : see h.10.